Event description:
The customer reported that he received a speaker malfunction. There was no allegation of a death or a serious injury.

Manufacturer narrative:
(B)(4). The customer reported that he is getting a speaker malfunction. No pt harm was reported. Initial investigation revealed that the device gave a inop at the central and at the x2. Philips has not yet determined if there was any loss of audio function. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms)) to generate a "speaker malfunct" inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the pt. The importance of using the monitoring equipment in conjunction with close personal observation of the pt is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 57) describes personal surveillance: "warning - do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment." This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. Additionally, the product labeling (intellivue x2 multi-measurement module instructions for use (IFU), part number 453564208381, page 46) contains the following warning: "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A nonfunctional parameter would exclude the device from being used in monitoring patients and would not cause a safety risk. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Despite this, philips healthcare has a policy to report loss of audio in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.